Event description:
It was reported a doctor placed 3 screws in patient's mouth. One (1) screw failed after a week and a second (2) one failed after a week and half later, causing pain to the patient. Based on doctor's professional opinion, if the device malfunction were to recur, would it likely contribute to a serious injury due to patient can potentially swallow the screw. Patient was using elastics at the same time the screw failed. Procedure was repeated on (B)(6)2025. Patient is not fully recovered; screws were recently replaced under observation.